Event description:
Healthcare professional reported unknown side "te that leaked on the table ". Device was not implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening in the anterior side. Leak test was performed and identified an opening on anterior. A microscopic analysis was performed which identified three striated broken edges in the sauture tab and an striated opening in the anterior side. Based on the device analysis the final assessment was a striated edge opening on anterior side due to surgical damage, and three striated broken edges on sauture tab assessed as an unidentified (tear) opening. Device not implanted, no reoperation took place.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken device.

Event description:
Company representative reported "a te that leaked on the table ". This record is for an unknown side. The device was not implanted.